Manufacturer narrative:
Complaint investigation underway, and will be attached to this report.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a superficial femoral artery lesion and a percutaneous intervention was performed. While advancing the ht connect guide wire, the tip kinked due to anatomy, and the device failed to advance further. The ht connect was then removed into the sheath when resistance was met, and the ht connect tip separated. The separated tip remained at the sfa lesion site. Following, an absolute pro stent delivery system (sds) advanced through the subintimal plane of the sfa without noted issues. During deployment, the stent jumped back approximately 0.5 centimeters (cm). Post-deployment, the distal end of the stent appeared narrow. Reportedly, this was due to anatomy and there was no issue with stent expansion. As planned, another absolute pro sds advanced through the subintimal plane and to the lesion treatment site. Stent deployment was performed and again, the stent jumped back approximately 0.5cms during deployment. Both absolute pro stents were well apposed to the vessel wall and remained within the lesion site. Additionally, the absolute pro stents had crushed the separated ht connect tip to the vessel wall. There was no adverse patient sequela. No additional information was provided regarding this issue.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a superficial femoral artery lesion and a percutaneous intervention was performed. While advancing the ht connect guide wire, the tip kinked due to anatomy and the device failed to advance further. The ht connect was then removed into the sheath when resistance was met and the ht connect tip separated. The separated tip remained at the sfa lesion site. Following, an absolute pro stent delivery system (sds) advanced through the subintimal plane of the sfa without noted issues. During deployment, the stent jumped back approximately 0.5 centimeters (cm). Post-deployment, the distal end of the stent appeared narrow. Reportedly, this was due to anatomy and there was no issue with stent expansion. As planned, another absolute pro sds advanced through the subintimal plane and to the lesion treatment site. Stent deployment was performed and again, the stent jumped back approximately 0.5cms during deployment. Both absolute pro stents were well apposed to the vessel wall and remained within the lesion site. Additionally, the absolute pro stents had crushed the separated ht connect tip to the vessel wall. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.